Event description:
Customer reporting 2 suspected false positive flu b results. Customer states the patients were also positive for sars. No confirmation testing was performed. Report 1 of 2.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.